Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was vibrating and flashing red light with a blank screen. The customer¿s blood glucose level was 6.0 mmol/l. Customer stated that there was fluid in the battery compartment as well as screen was blank, vibrate and did not stop while battery removed. Customer was advised to disconnect, discontinue, and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No unexpected flashing red notification leds with accompanying vibrations were noted. On the other hand, after further review of the device interior, there were signs of previous moisture presence on the lcd flex connector located on electrical board.